Event description:
It was reported that the shock impedance increased to >150 ohms. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore only based on the returned data as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ICD and the lead were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. In a next step, the returned data was inspected. The available iegm of episode 11 from (B)(6) 2026 documents noise in the farfield channel. The impedance trend data shows normal values of the pacing impedance. However, the shock impedance trend documents the high values mentioned in the event description, occurring since (B)(6) 2026. Based on the information available for analysis the root cause of these observations is not conclusively determinable. However, a damage of the lead in the high voltage circuit is presumed. Should further relevant information or the lead itself become available for analysis, this report will be updated.